Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following device replacement, the patient experienced muscle stimulations and discomfort upon sitting up. Damage of the ventricular lead implanted in 1989 was suspected. The patient is in stable condition.